Event description:
It was reported that, during a tha, when the surgeon was impacting the cup positioner with a hammer to lock a cup, an antenna assembly swung backward on the positioner a few times.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during a tha, when the surgeon was impacting the cup positioner with a hammer to lock a cup, an antenna assembly swung backward on the positioner a few times.

Manufacturer narrative:
An event regarding a loose and migrating antenna assembly was reported. The event was not confirmed. Visual and functional analysis could not confirm the reported event. The returned device was functionally acceptable. It is believed that patient factors did not contribute to this event. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been two other events for this lot. As a result of previous complaints, ecn (B)(4) was initiated to update the device design. The device reported in this event was manufactured prior to the ecn. The revision of this device is no longer manufactured. The investigation concluded that the returned device was functionally acceptable. When fully tightened, the antenna assembly was solid and held the impactor/positioner. It is likely the antenna assembly knob was not fully tightened, which could have contributed to the movement during impaction as reported in the event. The event would be user related in this case.